Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a user facility report from the (B)(4) stating that a "family member found the pt unresponsive with battery detached from lvad and lvad off." According to additional info provided by the hospital, the pt was at home in usual state of health (usoh) when his family member found him unresponsive with battery power detached from lvad and lvad off. The family member had last seen the pt approx 15 minutes prior to event when he heard the lvad alarming. The family member called 911 and police arrived with 4 minutes and CPR was initiated for approx 3 minutes until the police was instructed to stop CPR by emergency medical services (ems) personnel. The ems reconnected the pt to battery power and the lvad indicator light turned green. The pt was intubated at the scene and taken to the local hospital. In the emergency room, a line was placed in the pt's femoral artery with adequate blood pressure (bp), good tissue perfusion and no gtt were initiated. A CT of the head was done and negative. Heparin was held because the pt's international normalized ratio (inr) in the ER was 3.0. A nasogastric tube (ngt) was placed with thick food particles and the pt was transported to the lvad implanting center in stable condition. This pt reportedly remained comatose, with good end organ function but anoxic brain injury. Care was subsequently withdrawn and the pt expired.

Manufacturer narrative:
(B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.